Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral fluctuations in vision three months post photo refractive keratectomy (prk) procedure. The patient reported difference in vision from right eye to the left eye, and eyes feel dry. Reporter indicated the patient was prescribed liftitegrast ophthalmic solution, recommended to continue with artificial tears, vitamin c dosage, and wear sunglasses outdoors. Reported stated the patient is continuing to be monitored. Upon follow up, the reporter indicated the dryness and haze is improving. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause could be identified as the product was found to be within specifications. (B)(4).